Event description:
The account alleged the brake and brake steer casters rotate to the side when the bed is pushed in brake mode. No injury reported.

Manufacturer narrative:
The technician replaced the brake and brake steer casters to resolve the issue.